Manufacturer narrative:
Inspected 2 opened/used enlite sensors and found 1 of 2 sensors cannulas retracted at the top of sensor. Cannula found whole and no broken or missing parts. Inspected remaining sensor and found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened and used.

Event description:
The customer reported via phone call that the sensor cannula was missing. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer on calibration and insertion technique and customer was advised that the sensor would be replaced and agreed to return the product for analysis. No further details given.